Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated, if additional information is received.

Event description:
A lead revision was performed and efforts were made to reposition the lead. The first five times the helix was extended and retracted properly. However, after the sixth attempt, the helix would no longer extend. Therefore, the lead was explanted and replaced. The physician stated that the lead required repositioning several times during the initial implant procedure.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed blood in the helix mechanisim which most likely contributed to extension difficulties experienced during repositioning efforts. Resistance and pressure testing was performed to assess the lead's electrical conitnuity and insulation integrity. Measurements throughout these tests were wthin normal limits. Allegations of lead dislodgement cannot be confirmed with laboratory analysis. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. No sensing and inappropriate pacing was observed. Pacing was programmed off to avoid therapy being delivered when not required. The lead was subsequently repostioned without further incident. No adverse patient effects were reported.